Manufacturer narrative:
Devices returned on 08-april-2022 and analyzed. Visual inspection performed by r&d project manager mild circumferential signs are visible on the convex back surface of the glenosphere, probably due to friction with a peripheral glenoid screw. It is not possible to state whether the screw was positioned proud form the baseplate after the primary surgery or it backed out in the following months. The glenosphere screw shows circular scratches on the outer surface. No action is suggested.

Manufacturer narrative:
About 6 months after the primary surgery, the screw of the glenosphere became loose and the glenosphere was not fixed anymore. Revision surgery performed on (B)(6) 2022.

Event description:
About 6 months after the primary surgery, the screw of the glenosphere became loose and the glenosphere was not fixed anymore. Revision surgery performed on (B)(6) 2022.

Manufacturer narrative:
Batch review performed on 19 january 2022. Lot 1909882: (B)(4) items manufactured and released on 26-mar-2020. Expiration date: 2025-mar-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Clinical evaluation performed by medical affairs director. About 6 months after primary rsa, the glenosphere detaches from the baseplate and will likely require revision. As the revision surgery has not been performed yet, no direct examination of explants could be performed at the time of this report. The radiographs supplied do not carry a date, but in spite of the low quality of the images it appears that the glenosphere is not fully seated. We cannot determine if this suboptimal position has developed over time or if it was the case immediately after surgery. Incomplete seating of the glenosphere is the most probable cause for the subsequent detachment, but of course no definite conclusion can be drawn without explants to be properly examined. Additional items involved in the event, batch review performed on 19 january 2022: reverse shoulder system 04.01.0177 glenosphere screw (k170452) lot. 189743 lot 189743: (B)(4) items manufactured and released on 31-oct-2018. Expiration date: 2023-oct-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event. Reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot. 1910865 lot 1910865: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-apr-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
About 6 months after the primary surgery, the screw of the glenosphere became loose and the glenosphere was not fixed anymore. The revision surgery will be performed. The date is undecided at the moment.